Manufacturer narrative:
This is the same event as 3010536692-2016-00730, 3010536692-2016-00731, 3010536692-2016-00732.

Event description:
Allegedly the patient was revised due to failed hip arthroplasty with mom components and metallosis and trunionosis (right).